Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso 10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso 11135 and eo residual levels in compliance with iso 10993. Each lot ¿is confirmed to meet requirements for non-pyrogenic per iso 10993 and sterility per iso 11135 prior to release.

Event description:
It was reported that after wearing the pod on the arm between 36 and 48 hours, the site was sore, red and irritated. The patient contacted the nurse over the phone, who prescribed cavilon sting barrier to apply on the affected area.